Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 28-dec-2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 73, 74, 89, 63 and 56 mg/dl. The customer¿s expected am fasting blood glucose test result is below 100 mg/dl and expected 2hours post meal blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 103 mg/dl using true metrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2025 and open vial date is a few weeks ago. The meter memory was reviewed for previous test result history: result 1: 73 mg/dl date: (B)(6) 2023 time: 5:38 pm 2 hrs. After meal. Result 2: 74 mg/dl date: (B)(6) 2023 time: 12:55 pm 2 hrs. After meal. Result 3: 89 mg/dl date: (B)(6) 2023 time: 1:48 pm 2 hrs. After meal. Result 4: 63 mg/dl date: (B)(6) 2023 time: 6:57 pm 2 hrs. After meal. Result 5: 56 mg/dl date: (B)(6) 2023 time: 4:39 pm 2 hrs. After meal.